Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. It was reported that patient had an excision biopsy of abdominal wall mass on (B)(6) 2007. It was reported that patient underwent urethrolysis, sling revision and cystoscopy on (B)(6) 2008 due to vaginal wall mesh erosion. It was reported that patient underwent a laparoscopic cholecystectomy and cholangiogram on (B)(6) 2009.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a miniarc sling implantation on (B)(6) 2013 due to sui and cystocele grade 2. No additional information was provided. (B)(4).